Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 263mg/dl and a correction bolus via the pump was delivered to address the bg level. Supply changes were performed to address the occlusion alarms. A system check was performed on the current supplies in which the customer had not received any occlusion alarms and the pump performed as intended.